Event description:
Material: 329505. Material description: pen needle autoshield duo 30gx5mm. Material lot: 3069544. Complaint description: issue occurred administering long acting basalglar insulin. Pen jammed at 5 mark, after seeming to be a more stiff administration. Pen dialed initially to 12, so appears to have administered 7 units, no leakage/wetness noted on administration site. Writer came back to nursing desk and informed charge nurse who then attempted to apply a new needle and try to prime same, and pen was jammed again, did not prime anything at all. When both failed needles inspected, both were bent over. Unclear if they were bent over on application or removal. Staff to continue to monitor bgm's and if any issues with very high blood sugars to contact the gp. Pt was made aware of the pen failure and the insulin dose administration. Notes: no image was provided. Original request mail is attached for reference.

Manufacturer narrative:
Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.